Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had replaced a sensor and performed an advanced flush, replaced the peristaltic tube and the issue was not resolved. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) module and aligned it. The cse primed the imt and ran quick check resulting within range, but the imt failed calibration. The cse replaced the new imt part with the old one and replaced communication board 19, followed by system and diluent checks, which were acceptable. The customer ran quality controls, which failed for urine sodium. Patient samples were run to compare anion gaps, and the results were low compared with another instrument. The cse returned to the customer site and replaced the imt module, and the imt probe. The cse checked all imt bulk fluid tubing and replaced them. The cse ran quick check and diluent check which passed. The cse ran qc, resulting within range. The cse replaced the salt bridge valve tubing, imt air sensor fluids and v-lytes sensors. The cse ran auto align and check 1 an, resulting with no error. The cse ran qc, and correlation between two instruments, resulting within range. The cause of the discordant, falsely low na results obtained was due the imt malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.